Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited myopotential oversensing leading to a false high ventricular rate event. The myopotential oversensing was reproducible via coughing. Programming changes were made. The patient was stable.